Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seal on the plunger assembly removed. The pump had physical damage. There was a big chip out of the lower left front corner of the top case and the right plunger case was cracked. A review of the event history log (ehl) found base not responding and backup audible alarm post error code in the history. Functional testing was unable to verify base not responding at power up. The base not responding is a non-issue alarm which can occur if the user powers the pump off within seconds of powering on the pump. The main board was replaced to address the backup audible alarm post error code identified in the ehl. In addition, the damaged top case and right plunger case were replaced, and preventive maintenance was performed. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. The probable cause of the reported problem was determined to be the use error or customer mishandling. However, definite root cause could not be determined. Additional information b4, d10, g3, g4, g7,h2, h3, h6 and h10. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the base on a smiths medical medfusion pump was not responding, alarm / cracked case. No adverse patient effects were reported.